Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was broken after the first passing of the needle-suture through the tissue. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a failed suture needle was submitted for evaluation. A fracture was not observed on the needle. The end of the suture attachment was examined in multiple locations and no fracture was observed.